Event description:
It was reported that hair contamination was found on the gauze (2" x 2"). No pt complications were reported.

Manufacturer narrative:
Only one 2x2 gauze pad was returned. The gauze pad has what appears to be a brown hair approx 2 inches long that was weaved into the threads of the pad.